Event description:
Customer sent a repair request reported with an issue of error e315 ( scope error) found during device maintenance checked. There was no patient involvement on this reported event. No harm was reported, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated device evaluation found the reported issue of error e315 was not confirmed noted that image was evident on the screen during the investigation. However, inspection observed fluid ingress (fluid invasion) within the device plug body. Water ingress found during the scope connector inspection test. Fluid droplets, corrosion found to be evident during the inspection, . Additionally, the following defects were identified during device inspection: light cover found chipped, contaminated. Optical glasses found cracked. Lifting of the distal end adhesive observed. Play on angulation noted. Angulation check failed , noted to be not to specifications. Electrical safety test failed, noted to be not to specifications. Device evaluation findings has not confirmed the customer reported issue of e315 as no error observed and image was evident during image check inspection, however, as service repair noted, the probability of the fault occurring is high due to the fluid in the plug body. Quality trend analysis has shown that fluid inside the plug body can result in an intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause of the fluid ingress is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Investigation however is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to electronical parts such as circuit board at the scope connector, was corroded/broken since water invasion of the scope connector occurred. Olympus will continue to monitor field performance for this device.